Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. It was reported that the pediatric patient experienced a skin reaction with redness and infection on the needle puncture site, which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient was taken to a primary care physician, performed a wound culture, and prescribed oral and topical antibiotics. Due to the antibiotics the patient experienced gastrointestinal distress. At the time of the report the skin reaction was healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).